Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor, blade mount, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece was overheating after a surgical procedure. The case was completed with the same device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.